Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't detect inserted battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to communicate with a battery pack. The cause for the failure was isolated to a shorted u13 flash cmos microcontroller and a shorted q1 current controlling transistor. The root cause for the shorted u13 and q1 components could not be positively identified. No adverse event resulted from the defective u13 and q1 components. The pt received a replacement battery charger/modem.

Event description:
The son of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was unable to recognize an inserted battery pack. The pt was issued a replacement battery charger/modem.